Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the unit was able to power up with good batteries. Visual inspection found that the battery connector was corroded, however the corrosion did not impact the unit from powering up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's spouse that the patient tried to use the activator after a dizzy spell and the battery light came on. After opening the battery compartment, the patient found the batteries had corroded and was crusty. A new activator was ordered and the patient will return the first one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.